Event description:
The clinician reported that 16 days after the dental implant was placed in ada site 15 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician reported the patient's pain, swelling and implant mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.